Event description:
It was reported that the sterile water leaked from the balloon of the foley catheter. The balloon was returned inflated. It appeared that the tip has been cut off. The pieces were not returned. As per the notification received on 27dec2023, the condition of the returned device was that the device tip was cut. It was cut by the doctor to pass the wire guide through, therefore no parts remained in the patient's body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the balloon of the foley catheter. The balloon was returned inflated. It appeared that the tip has been cut off. The pieces were not returned. As per the notification received on 27dec2023, the condition of the returned device was that the device tip was cut. It was cut by the doctor to pass the wire guide through, therefore no parts remained in the patient's body.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, a tear was found on the rubberized layer causing inter lumen leakage. A potential root cause for this failure could be insufficient latex strength, low/non uniform rubberized thickness etc causing torn rubberize. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single use only [warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [ t he bladder/urethra may be injure d 2.applicable patients (1)patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be [contraindications] 1.method for use: (1)do not reuse. (2)do not resterili ze. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver containing catheter shape, configuration and principle s bardex ® silver l ubricath ® foley c atheter is a balloon catheter. Some may include a syringe p refilled with sterile water and a water soluble lubricant as an accessory. <material > balloon catheter: natural rubber latex , p olyurethane , silver this product is made with bacti guard ® silver alloy coating. <sizes of catheters > available in sizes 12 to 26 every 2fr 1.balloon catheter 2. Accessories syringe prefilled with sterile water syringe prefilled with sterile water water--soluble lubricant soluble lubricant (neither of them neither of them maymay be included in some product variations.)be included in some product variations.) [Intended use & effect [intended use & effect-- efficacy]efficacy] this device is an indwelling catheter in the this device is an indwelling catheter in the bladder for urinary drainage.bladder for urinary drainage. [Directions for usedirections for use]] 1. Method of usemethod of use the device is intended for single use only and is not reusable. The device is intended for single use only and is not reusable. ((1)1) cleanse the area around the external urethral meatus with the cotton balls cleanse the area around the external urethral meatus with the cotton balls immersed in the antisepticsimmersed in the antiseptics.. ((2)2) lubricate tthe distal end of the he distal end of the catheter with watercatheter with water--soluble lubricant.soluble lubricant. ((3)3) insert catheter into the urethral meatus and advance it until the balloon enters the insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needlebladder and urine flows out through the catheter. Using a needle--less syringe, less syringe, infuse the specified volume infuse the specified volume of sterile water into the inflation lumen to inflate the of sterile water into the inflation lumen to inflate the balloon.balloon. ((4)4) pull catheter to seat the balloon at the level of the bladder neck and secure pull catheter to seat the balloon at the level of the bladder neck and secure placement.placement. ((5)5) to deflate balloon and remove catheter, insertto deflate balloon and remove catheter, insert a luera luer tiptip (needleless) syringe in the (needleless) syringe in the inflatiinflation valve to allow the water on valve to allow the water to drain spontaneously. After balloon deflation, drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered.withdraw the catheter while confirming that no resistance is encountered. 2.2. Precautions for useprecautions for use ((1)1) when resistance is encountered in inserting catheter, stop the procedure and when resistance is encountered in inserting catheter, stop the procedure and remove the catheter.remove the catheter. ((2)2) when deflating balloon, do not aspirate with a syringewhen deflating balloon, do not aspirate with a syringe by handsby hands.. [The inflation [the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result lumen for balloon deflation may be occluded by negative pressure, and as a result the cathetercatheter cannot be removed.]cannot be removed.] ((3)3) when inserting catheter with a when inserting catheter with a stylet, confirm that the stylet has reached the tip of stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during the catheter, and make sure to keep the stylet in place inside the catheter during insertion.insertion. ((4)4) no substance except sterile water should be used to inflate the balloon.no substance except sterile water should be used to inflate the balloon. [If contrast [if contrast medium is used, medium is used, balloon may burst. If normal saline is used, crystallized salt may balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.out prematurely. ]] ((55)) do not wipe catheter surface with organic solvents such as alcohol.do not wipe catheter surface with organic solvents such as alcohol. ((66)) do not aspirate urine through drainage funnel wall.do not aspirate urine through drainage funnel wall. ((77)) since movement of the body, etc. May twist or bend catheter to cause occlusion, since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter scare should be taken to fix the catheter securely.ecurely. (88)) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. [Precautions] 1. Precautions for use precautions for use (exercise caution when using the device in the following (exercise caution when using the device in the following patients)patients) (1) exercise caution when using the devicexercise caution when using the device in patients with high urinary calcium levels e in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur.as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1)when catheter is inadvertently removed, inspect the balloon and shaft of catheter when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defefor rupture, defect, etc. Before inserting a new catheter.CT, etc. Before inserting a new catheter. (2)2) when any part ofany part of thethe balloon and/or the catheterballoon and/or the catheter is missing, is missing, consider removing consider removing them using a cystoscope.them using a cystoscope. (3)3) when it is difficult to remove catheter by deflating the balloowhen it is difficult to remove catheter by deflating the balloonn, take appropriate , take appropriate measures according measures according to the to the section when it is difficult to remove catheter by deflating the balloon (expressed as when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal¿removal--difficult case¿ hereinafter), take appropriate measures according to the following difficult case¿ hereinafter), take appropriate measures according to the following procedures.procedures. The following two me the following two methods are available for removalthods are available for removal--difficult cases.difficult cases. A. Non a. Non--rupture method (sterile water is withdrawn without bursting the balloon.)rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon b. Balloon--rupture methodrupture method with balloon with balloon--rupture method, fragments of the ruptured balloon rupture method, fragments of the ruptured balloon maymay remain in the remain in the bladder. Therefore,bladder. Therefore, try nontry non--rupture method first.rupture method first. A. Non a. Non--rupture methodrupture method 1) attach luer tip syringe to the attach luer tip syringe to the inflationinflation valve. Inject an additional amount of sterile valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger.water into the inflation lumen and pump the plunger. 2) if situationif situation wouldn't be improved with 1), wouldn't be improved with 1), sever the insever the inflation funnel of valve. (Fig. 1) flation funnel of valve. (Fig. 1) 3) if situation wouldnif situation wouldn¿¿t be improved with 2), sever the catheter shaft while holding it t be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be drawn into the urethra. (Fig. 2)with forceps so that the distal segment may not be drawn into the urethra. (Fig. 2) 4) if situation wouldn't beif situation wouldn't be improved withimproved with 33), ), insert a needle into the inflation lumen and insert a needle into the inflation lumen and pump the pump the plunger. (Plunger. (Fig.fig.33)) 5) if situation wouldn't be improved with 4), insert a fine steel wire through the inflation lumen of catheter. (Fig.4) b. Balloon-rupture method 1) inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water or 10-15 ml/cc of mineral oil into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. (Fig. 5) 2) if situation wouldn't be improved with 1), attempt following procedures. A) under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. (Fig.6) b) in male patients, burst the balloon by puncture with a needle from the perineal (or suprapubic) region or through the rectum under ultrasonographic guidance. C) in female patients, burst the balloon by insertion of a needle along the urethra. Mineral oil 3. Malfunction and adverse eventsmalfunction and adverse events (1) malfunctionmalfunction - catheter kinking, damage, rupturecatheter kinking, damage, rupture - difficulty or failure to remove the devicedifficulty or failure to remove the device - occlusion of catheter inner lumensocclusion of catheter inner lumens - encrustationencrustation - accidental removal of the device due to leakage of sterile water or balloon rupture accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate usedevice damage due to inappropriate use (2) adverse events2) adverse events - urinaryurinary--tract infectiontract infection - hemorrhage, hematuriahemorrhage, hematuria - allergy reaction to the deviceallergy reaction to the device - calculuscalculus formation - edemaedema - painpain - discomfortdiscomfort - injury of bladder or injury of bladder or urethralurethral - urethritis, urinary incontinenceurethritis, urinary incontinence - retained balloon fragmentsretained balloon fragments [storage method and expiration date] [storage method and expiration date] 1. Storagestorage store in a dry, cool place away from heat, store in a dry, cool place away from heat, moisturemoisture, and direct sunlight, and direct sunlight.. 2. Expiration dateexpiration date indicated on the direct package and the outer box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.